Event description:
It was reported that the patient was admitted on (B)(6), 2011 exhibiting signs of an st elevated myocardial infarction and was therefore implanted with the xience v stent in the mid left anterior descending artery after pre-dilatation. The patient returned again on (B)(6), 2011 unresponsive, with EKG changes, positive troponins and signs of sub-acute thrombosis. Pre-dilatation was performed with a trek catheter prior to implantation of a 2.0 x 15 mm xience stent which was placed overlapping the distal end of the previously implanted xience v stent. Another 3.0 x 28 mm xience v stent was also implanted proximal to the previously implanted stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported thrombosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Additionally, thrombosis, EKG/ECG changes and additional therapy/ non-surgical treatment are listed as no-fault complications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.